Event description:
The patient complained of pain in the intercostal incision site. The issue was resolved by repositioning the sensor lead at revision on (B)(6) 2019. No new product was implanted, the originally implanted breathing sensor was repositioned.

Event description:
The patient described recent pain at the intercostal incision site. CT ordered by implanting surgeon and possible breathing sensor migration into pleural space. Hardware/equipment is functioning as it should, patient ahi has been reduced from 47 to 1.4.